Manufacturer narrative:
72400024, 940653006, balloon fgs 61-70 cm. 72404127, 934886002, control pump fgs iz.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to recurring incontinence. All components were explanted and replaced. No adverse patient effects. Additional information was requested, however no further information was available.